Manufacturer narrative:
Initial and final MDR 2570578 - MDR 8021545-2026-00472. Device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced issues with four infusion sets having insulin flow blocked alarm event and bent cannula at the abdominal insertion site on (B)(6) 2026. The infusion set was used for one day. No further information available.